Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The caller did not provide the lot number of the lancet device. The lancet device was discarded; therefore, no product could be requested to be returned for product evaluation.